Event description:
It was reported that the procedure was to treat a lesion located in the leg. During advancement of the armada 14 balloon catheter on the guide wire the tip of the guide wire exited the tip of the balloon catheter. The device was not used for the procedure. A new armada 14 balloon catheter was used successfully. The absolute pro stent delivery system (sds) was then advanced to the lesion, without resistance felt; however, during attempted deployment of the stent resistance was felt with the handle. The stent became partially exposed and would not deploy any further. Additionally, the black o-ring located where the handle meets the shaft appeared damaged. The sds was removed from the patient without issue and another same size absolute pro was used without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The armada 14 referenced is being filed under a separate medwatch report.